Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 400 mg/dl, at the time of incidence. Customer¿s current blood glucose level was 348 mg/dl. Customer¿s another blood glucose value was 374 mg/dl. Customer was treated with 2.6 units. Customer was not using auto mode at the time of incidence. The insulin pump will not be returned for analysis.